Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, after the fourth firing, the tech could not initially unload the reload, and the reload was unable to be straightened. The unload button became stuck even after numerous attempts to release. No adverse event, delay or injury was reported. The reinforcement material? What surgical procedure was being performed? What was the date of the procedure? What is last known patient status?

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one xl adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No external visual abnormalities were noted for the adapter. During functional evaluation, the button was stuck in the unload position. The adapter was inserted onto a known working handle. Upon insertion, the adapter did not calibrate and blue status lights were observed. The adapter was disassembled and found to have damage to the lockout slider block. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested. The damaged lockout slider block and non-welded tip housing was the failure causing the reported difficult to straighten, difficult to unload, and sluggish button conditions. Replication of the damage seen on the lockout slider block can be performed by firing/clamping a single use loading unit (sulu) when it is not fully loaded into the adapter. When the block becomes jammed, it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the unload button, in turn causing that to become stuck in place. When the unload button is stuck in this position, the sulu load ring will continue to depress the leaf spring, causing the sulu detect switch to remain depressed. When the adapter is attached to the handle, it will indicate to the handle that a sulu is attached, preventing adapter calibration from completing and resulting in the blue light condition. The most likely root cause for the damaged lockout slider block and non-welded tip housing is user miss-load. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.